Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17490425. Product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17326192.

Event description:
It was reported that the patient was experiencing moderate to severe pain in the lumbar spine. It was also reported that the patient was having difficulty charging the ipg and was charging the ipg frequently. The patient underwent a revision procedure wherein the ipg and leads were replaced. It was noted that the leads were replaced due to the position of the wires. The patient was doing well postoperatively and the explanted ipg and leads were not returned.